Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5087077/5087907.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were not returned.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were not returned. Additional information was received that the reason for the replacement was due to the patient experienced loss of stimulation coverage due to lead migration which was confirmed via x-ray. There were no issues with the patients ipg, it was replaced to upgrade the device. The patient was doing well postoperatively.